Event description:
While the dr. Was using the "shunt passer" to pass the tubing that holds the shunt catheter from the abdomen to the skull, he noticed the tip of the shunt passer had broken off. He presumed that it broke off somewhere along the track from the abdomen to the skull inside the patient. He attempted multiple times to palpate, search the wounds, and also had a second dr's help to use ultrasound to search for the missing piece. It could not be found. They proceeded to finish the case as planned.